Event description:
Event description guidant received information that this patient recently had a pacemaker changeout procedure. At the previous follow-up visit the ventricular lead had displayed oversensing, with the patient's heart rate at 40 beats per minute, when the lower rate limit was programmed to 60 bpm. The device was reprogrammed to ventricular pacing & sensing, with the sensitivity decreased. Upon review of the chest xray it was noted that the ventricular lead is in the atrium and there is unipolar pacing demostrating ventricular capture. The physician was inquiring why this would be happening.